Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data and determined that the customer replaced the cuvettes. The cse also checked the reagent wedges and determined that reagent wedge 3, 5, 7 and 11 were incorrectly positioned on the system. The cause of the discordant creatinine_2 results is unknown. The cause of the incorrectly positioned reagent wedges is user error. The cse performed a precision test and successfully ran quality controls. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low creatinine_2 results were obtained on multiple patient samples on an advia 1800 instrument. The discordant creatinine_2 results were not reported to the physician(s). The samples were repeated on the same system. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant creatinine_2 results.